Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs), along with cook medical bulldog lead extender, were inserted into each lead to provide traction. Utilizing a spectranetics 13f tightrail rotating dilator sheath (long) with outer sheath, spectranetics 13f tightrail sub-c rotating dilator sheath, and cook medical 11f evolution dilator sheath on the ra lead, the lead was successfully removed. Targeting the rv lead with the same devices, the high voltage cables began to externalize in the superior vena cava (svc)/innominate junction. The lead freed from the heart up to the rv coil, and a cook medical needle¿s eye snare was used for more traction. However, the lead, along with the lld, broke in the ra. Attempts to snare from the groin were unsuccessful; therefore, the decision was made to abandon the procedure. The lead and lld ez remained in the patient, and the patient survived the procedure. This report captures a portion of the lld ez within the rv lead that separated, along with the lead, and retained in the patient.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. H3/h6) a portion of the device was retained at the facility and a portion remained within the patient; thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.